Event description:
It was reported to boston scientific corporation that a precision twist® transvaginal anchor system was used during a procedure. According to the complainant, as a result of the implant, the patient suffered erosion, mesh contraction, infection, fistula, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, neuropathic and nerve damage, pelvic floor damage and pain. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.